Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time and date reset) issue; the reporter alleged a time/date issue but refused to participate in troubleshooting of the issue. No further information is available. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.